Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with a programmer or respond to magnet application. The device was explanted and returned to cpi for analysis.